Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received multiple inappropriate shocks. Review of device data noted t-wave oversensing and changes in amplitude morphology measurements in both treated and untreated episodes. The s-ICD remains in service and no additional adverse patient effects were reported.